Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump that experienced failure code 804:26 on channel b was confirmed and not reproduced. The root cause was attributed to software failure. Appropriate action was taken to investigate the reported problem by checking the communication harness, finding no problems with channel b. The user interface module software version of this pump is 6.63.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump that experienced failure code 804:26 on channel b. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.